Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately 4 months post implant of this aortic bioprosthetic valve, the patient presented with a rapid progression of severe heart failure leading to severe cardiac arrhythmia. The physician explanted and replaced the device. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve was discolored showing evidence of blood contact. All leaflets appeared desiccated and were translucent and stiff due to desiccation (due to return packaging condition). All commissures appeared intact. Radiography showed no evidence of mineralization in the valve. Conclusion: multiple attempts to obtain additional information have been unsuccessful. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiac dysrhythmias are known potential adverse effects per hancock ii IFU. This issue can be resolved with the implant of a permanent pacemaker. Based on the received information, the physician explanted and replaced the device with no permanent pacemaker implant. Congestive heart failure (chf) is also a known potential adverse event that can occur after cardiac procedures, but a conclusive cause of the chf could not be determined from the limited information available. A conclusive cause for the explant is difficult to determine with the condition of the returned device and information available. Since the reason for the explant was not provided, the failure mode cannot be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.